Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft could not be inspected for size due to the guidewire being stuck inside the catheter. Dissection of the catheter tip and the catheter shaft revealed that the teflon on the guide wire had scrapped off during the procedure and caused the guidewire to stick at the distal cutter tip and inside the proximal cap. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the device became stuck on an non-bsc guide wire. The target lesion was located in the superficial femoral artery. During an attempt to place the jetstream® xc atherectomy catheter over the non-bsc guidewire, it jammed on the wire and stripped the coating off of the wire. The device was never activated on the wire. The device remained in the unspecified sheath. The procedure was completed with a different device. No patient complications were reported and that patient's status is fine.